Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio performed some unrelated repairs for physical damage of the device's case. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would charge defibrillation energy but would not deliver the defibrillation shock. The device was connected to a resistance at that time. A second set of cables was used but the device would still not shock. There was no patient use associated with the reported event.